Event description:
During a remote follow up, episodes of oversensing were noted on the device. Technical support was contacted and suspected the oversensing was due to myopotentials. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.